Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was returned without documentation from medtronic. Per obituary the patient expired on (B)(6) 2014. Neither the funeral home nor the patient's following physician had any additional information. Should additional information be received, this file will be updated.